Manufacturer narrative:
Insulin pump passed the functional test, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08730 inches. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 53 mg/dl. The customer was treated for the low blood glucose with food. The customer stated that they were using the auto mode feature on their insulin pump and had mentioned that their insulin pump was over delivering insulin. The customer stated that insulin leaked prior to connecting to the device. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional test, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08730 inches. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing.